Manufacturer narrative:
This was initially submitted on the summary report dated december 23, 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced bladder outlet obstruction, prolonged voiding pattern, incomplete bladder emptying, and bladder instability. Furthermore, it was reported that the plaintiff died. The cause of death reported was aspiration pneumonitis. Related to MFR # 2183959-2015-00605.